Manufacturer narrative:
Additional information was received from the customer stating that the pump will not be returned. Customer reported that issue was with the usb cable and not with the pump battery depleting.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. The customer continued to use the pump for insulin therapy. The customer¿s blood glucose was 102 mg/dl.